Event description:
The patient reportedly experienced sound quality issues and pain with her internal device, both when wearing the external equipment and when not wearing the external equipment. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Testing of the device showed that it was functioning. The patient was explanted. The patient was re-implanted with another advanced bionics device.